Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. The used sample was not returned to baxter for evaluation. Per the complaint information, the spike was not fully inserted into the heater solution bag. Per the complaint information, the cause of the alarm is improper setup of the supply bag. This review finds the labeling adequate for the reported user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a check lines and bags alarm that occurred on the home choice (hc) unit during fill. The hp stated that the heater line was not all the way into the heater bag and fluid was leaking out. The technical service representative (tsr) had the hp cycle power to end therapy and explain the alarm. The hp stated they would do a manual drain. The patient was involved but there was no patient injury or medical intervention reported. Follow up was done via phone call; the hp stated that they continued therapy with homechoice (hc) using new supplies. The hp did not notice anything wrong with the bag or the cassette. She thinks there was a kink in the bag and that was why she was not able to spike the bag. The lot number was unavailable. Therapy has been going well since incident.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.